Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a prior in-clinic follow up, the device was interrogated and revealed an estimated battery life of 1.5 years. However, in the most recent in-clinic follow up, the battery life revealed to be at 3 months. Premature battery depletion is suspected as the cause of the event. No intervention has been conducted at this time and the patient will continue to be monitored.